Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fridge drawer unable to open and computer was freezing. It was reported that able to get medications from another device and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a screen stuck on open door. The field service engineer manually rebooted and recovered the storage space and also replaced the latch and harness to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.